Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a load step malfunction. It was reported that the pump was priming tubing during the load step. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the pump¿s black box showed that data from the event had been overwritten due to continued use of the pump. During testing, the pump successfully completed the rewind, load cartridge, and prime steps and the pump was exercised for 24 hours with load step malfunction occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The pump was opened and no defect was found. The complaint of a load step malfunction issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.